Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that while infusing precedex, one of the pump modules alarmed channel error. The customer attempted to disconnect and reconnect channel, however the channel error persisted. There was patient involvement but no harm. Upon third party investigation it was noted the suspect device needed an upper pressure sensor replacement.